Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. During the procedure, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small had a cracked hub and was leaking as soon as it was advanced. They had to put it on continuous flush. It was reported that the blood loss was insignificant, the hemodynamics was not compromised and no medical intervention was required. The sheath was leaking a lot of saline. The hemostatic valve did not become detached from the sheath. No air was introduced into the patient¿s body. The issue did not require percutaneous or surgical removal. There was no patient consequence reported. The sheath was replaced and the issue resolved. The hemostatic valve issue was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
Originally the complaint reported was assessed as a MDR reportable hemostatic valve separation. The biosense webster, inc. Product analysis lab received the device for evaluation and on july 22, 2020 observed that the hemostatic valve was pushed inside the luer hub. Brim cap and friction ring have no damage. The returned condition remains assessed as a MDR reportable hemostatic valve separation issue. Device evaluation summary was completed on july 23, 2020: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. During the procedure, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small had a cracked hub and was leaking as soon as it was advanced. They had to put it on continuous flush. It was reported that the blood loss was insignificant, the hemodynamics was not compromised and no medical intervention was required. The sheath was leaking a lot of saline. The hemostatic valve did not become detached from the sheath. No air was introduced into the patient¿s body. The issue did not require percutaneous or surgical removal. There was no patient consequence reported. The sheath was replaced and the issue resolved. The hemostatic valve issue was assessed as a MDR reportable hemostatic valve separation issue. Device was inspected and visual analysis revealed that the hemostatic valve was pushed into the hub. Friction ring appears with no damage and is observed still in place. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. Customer complaint was confirmed. The root cause of the valve separation could be related to the procedure; however, this cannot be conclusively determined. This issue is highly detectable by the physician. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).